Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, mom head was explanted and swapped for our 28mm long ceramic and strykers dual mobility liner.